Event description:
Reportedly, on (B)(6) 2024,vega r52 is implanted, then have a bad sensing and a threshold > 4. A new vega r52 is implanted and all values are good.

Manufacturer narrative:
Analysis of the subject return lead shows that: traces of blood and tissues were found in some parts. No default or breakage were found on the lead. Mechanical testing did not show any deviation from specification. The screw can be extended and retracted normally, and the stylet did not show any anomalies. Electrical testing did not show any deviation from specification. The resistance, impedance and polarization show correct values the reported event may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the ventricular cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues the results of this investigation are retained and utilized for trending purposes.

Manufacturer narrative:
Device investigation not done yet. The follow-up report will provide investigation conclusion.

Event description:
Reportedly, on 6 september 2024,vega r52 is implanted, then have a bad sensing and a threshold > 4. A new vega r52 is implanted and all values are good.